Event description:
On (B)(6), 2010, isi received uf/importer report (B)(4) with the following event description: internal wire within da vinci s surgical robot system broke during the surgical procedure but was able to be retrieved easily from patient and was not a retained object.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2010, (B)(6), the director of materials management at (B)(6) medical center stated that during a da vinci s hysterectomy procedure, a wire from an endowrist instrument broke off and fell into the patient. The broken piece was retrieved and no patient harm, adverse outcome or injury was reported. No other information was provided.